Event description:
Registered nurse (rn) was in room administering medications and was concerned for patient aspiration following immediately needing increased oral suction. Rn ordered chest x-ray for aspiration. Radiologist called rn with report stating duo tube was broken in two pieces and distal piece was sitting in esophagus and stomach. Rn called provider and was ordered to remove proximal portion and call gastrointestinal gi for foreign body removal. Gi called back and decided to do an esophagogastroduodenoscopy in the morning.